Event description:
Bayer case number: (B)(4) it has caused me so much pain [pelvic pain female] case narrative: the below report was received by health authority maude (reference number: mw5159269) on 01-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("it has caused me so much pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to pelvic pain. The reporter commented: I had the essure done in (B)(6) 2010. It has caused me so much pain. My previous insurance companies said I need a doctor note before they will cover the removal. I went back to the doctor that inserted to get them removed. I was due to have it removed (B)(6) 2024. However, my insurance is not covering it. If the device has been removed from the market and I have had continuous pain why am I been held accountable to pay to get them removed. Please help me. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). It has caused me so much pain [pelvic pain female]. Case narrative: the below report was received by health authority maude (reference number: mw5159269) on 01-oct-2024. The most recent information was received on 17-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("it has caused me so much pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In june 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to pelvic pain. The reporter commented: I had the essure done on (B)(6) 2010. It has caused me so much pain. My previous insurance companies said I need a doctor note before they will cover the removal. I went back to the doctor that inserted to get them removed. I was due to have it removed on (B)(6) 2024. However, my insurance is not covering it. If the device has been removed from the market and I have had continuous pain why am I been held accountable to pay to get them removed. Please help me. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 17-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.